Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons needed to be pushed harder and multiple times for a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2013 with the following findings:during a visual inspection of the pump, no damage was observed to the keypad cover. During testing, all keypad buttons were intermittently responsive and required additional force to engage. The keypad cover was removed and contamination was found under all key contacts.